Event description:
The subject device was used during a laparoscopic abdominoperineal resection, and the error occurred. The user executed the probe check, and the probe broke off outside of the patient. The procedure was completed with another similar device. There are no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 15mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no regularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the cracked developed from the scratches on the probe by output during the procedure, and the error occurred. After that the probe broke off by physical stress when the user executed the probe check. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to user handling.